Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noticed that the lens was not caught by the advancing plunger to propel it forward and instead was getting caught underneath. The procedure was completed with a backup lens. Additional information has been requested, yet no new information received.